Event description:
It was reported the patient presented to clinic after receiving an alert for non-sustained lead noise. The alert was triggered by a sensing latency of pvcs between the near field and far field channels. Programming changes were recommended. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.